Event description:
Pt was treated at hospital for hyperglycemia. Pt was thrown into a pool. Water was in the device and the infusion set came out. Later that day pt went to the hospital due to hyperglycemia. Device not returned for evaluation.